Event description:
It was reported that during an unknown case, the device did not work. No other information was provided. A second device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/5/2007. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.